Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements with intermittent loss of capture. It was noted that the patient was not pacemaker dependent and all other lead measurements were within acceptable range. A lead revision was performed the following day due to concern over micro-dislodgement. During the revision procedure, a dislodgement was confirmed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.